Event description:
It was reported that during withdrawal/closure after a pulmonary vein isolation procedure to treat atrial fibrillation (a fib) a polarsheath was in use. At the end of the procedure when the sheath was being removed from the patient air was drawn out continuously when back flow was performed. The procedure had been completed with the sheath when this issue occurred. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The polarsheath was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, functional test, and microscope inspection. The polarsheath was visually inspected for any damage that would have led to the visible air/bubbles allegation seen in the field. Visible blood was seen on the outer surface of the hemostatic valve. A tear was also observed which would allow leaks. The puncture was seen in the bottom right quadrant of the valve with the luer at the 6:00 position. This off-center puncture location away from the slits is likely the cause for the tear which led to the polarsheath leaking. The polarsheath was functionally tested in attempt to recreate the visible air/bubbles allegation seen in the field. The functional tests include an aspiration, hemostasis, and positive air pressure test. These tests evaluate the performance of the hemostatic valve, some of which are under conditions more rigorous than a clinical setting. The sheath was able to hold pressure while pressurized at 5.5 psi in hemostasis testing with no leaks and passed the aspiration and air pressure tests as well. The reported clinical observations were confirmed based on the presence of the valve tear.

Event description:
It was reported that during withdrawal/closure after a pulmonary vein isolation procedure to treat atrial fibrillation (a fib) a polarsheath was in use. At the end of the procedure when the sheath was being removed from the patient air was drawn out continuously when back flow was performed. The procedure had been completed with the sheath when this issue occurred. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The polarsheath was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, functional test, and microscope inspection. The polarsheath was visually inspected for any damage that would have led to the visible air/bubbles allegation seen in the field. Visible blood was seen on the outer surface of the hemostatic valve. A tear was also observed which would allow leaks. The puncture was seen in the bottom right quadrant of the valve with the luer at the 6:00 position. This off-center puncture location away from the slits is likely the cause for the tear which led to the polarsheath leaking. The polarsheath was functionally tested in attempt to recreate the visible air/bubbles allegation seen in the field. The functional tests include an aspiration, hemostasis, and positive air pressure test. These tests evaluate the performance of the hemostatic valve, some of which are under conditions more rigorous than a clinical setting. The sheath was able to hold pressure while pressurized at 5.5 psi in hemostasis testing with no leaks and passed the aspiration and air pressure tests as well. The reported clinical observations were confirmed based on the presence of the valve tear.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during withdrawal/closure after a pulmonary vein isolation procedure to treat atrial fibrillation (a fib) a polarsheath was in use. At the end of the procedure when the sheath was being removed from the patient air was drawn out continuously when back flow was performed. The procedure had been completed with the sheath when this issue occurred. No patient complications were reported. The device is expected to be returned for analysis.